Event description:
It was reported that the pacemaker's remaining battery longevity decreased from four years remaining to three years remaining in just under seven months. Engineering analysis of the device's data was requested as there was a concern over possible premature battery depletion. Upon review by engineering, it was determined the pacemaker has high rate atrial sensing over the last year, which is contributing to the increase in power consumption. It was determined the pacemaker was depleting normally per the current high atrial sensing rates. The pacemaker remains in service and no adverse patient effects were reported.